Event description:
Reporter stated that diagnostic testing indicated high lead impedance. It was reported that the pt has not experienced an increase in seizures, but that swiping the magnet over the generator does no stop the pt's seizures as well as it had previously. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.